Event description:
It was reported that an occlusion alarm occurred. Customer continued to use pump supplies to address the issue. Additional information was not provided. Customer declined additional troubleshooting.